Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31743933l and no internal actions related to the complaint were found during the review. Importantly, the mechanism for an incidence of stroke is multi-factorial. The risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus (instructions for use) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation with a varipulse¿ bi-directional catheter and the patient experienced ca transient ischemic attack. The patient was discharged from the hospital on (B)(6) 2026 the day after the procedure. On (B)(6) 2026, the patient presented to the hospital with numbness on the right side of the body. MRI (magnetic resonance imaging) revealed a lesion located at a site that did not correspond to the patient¿s symptoms, and a diagnosis of tia (transient ischemic attack) was made. On (B)(6) 2026 a transesophageal echocardiography was performed, and no thrombus was detected. The patient was admitted on that day due to the use of anesthesia. The patient was discharged from the hospital on (B)(6) 2026 (patient required extended hospitalization). The symptoms have since resolved. The physician considered the causal relationship between the event and the products to be unknown because the symptoms appeared four days after the procedure and the lesion was located at a site that did not correspond to the patient¿s symptoms. Act (activated clotting time) before ablation was unknown but was noted to be over 350 seconds during ablation. No thrombus was found on pre-ablation thrombus check. 24 ablations were performed, all within the pulmonary veins. The patient did not have a previous history of stroke.